Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient stated she missed her low alarm and passed out due to a low blood sugar. Patient's husband discovered her and called emts. As she was being brought to the emergency room the emts administered glucagon to try and bring her levels up. She awoke in the emergency room with a 50mg/dl glucose levels and stable. Patient was kept in the hospital for a few days to monitor her to make sure she was okay. Patient's current condition is completely fine. No additional event or patient information is available.